Manufacturer narrative:
Device evaluation of battery pack sn (B)(6) has been completed. The reported problem (battery won't hold charge) was confirmed. As received, the battery pack was unable to power a test monitor and charge.  The cause for the failure was isolated to a loose bus bar inside of the battery.   The root cause of the loose busbar cannot be positively identified.   There was no adverse event associated with the battery malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Per additional information as of 10/07/2021. A us distributor contacted zoll to report that a patient's battery won't hold charge. A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported a rash on both sides of the chest. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient's doctor suggested the patient use lotion on the irritation and the patient reported the irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported a rash on both sides of the chest. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient's doctor suggested the patient use lotion on the irritation and the patient reported the irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported a rash on both sides of the chest. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient's doctor suggested the patient use lotion on the irritation and the patient reported the irritation improved.